Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) delivery wire was broken/fractured during use and deployed prematurely in the catheter. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned together with the catheter. The stent was found to be deployed inside the microcatheter. The stent delivery wire (sdw) was found to be kinked/bent in multiple areas. The sdw was found to be broken/fractured 179cm from the proximal end. The broken area of the sdw is present within the deployed stent. The stent introducer sheath distal tip was found to be damaged. Dried blood was noted within the stent introducer sheath and the sdw. A functional inspection cannot be performed as the stent was found to be deployed in the microcatheter. The as reported event of the stent difficult/unable to transfer could not be duplicated as the stent was returned in a deployed condition inside the returned microcatheter, however; the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator 'prepared to use the catheter to deliver stent to treat. After the stent was delivered to go into catheter, the stent got stuck at tail of microcatheter and could not be advanced. Withdrew it out together and used another stent and microcatheter to finish the procedure'. The event description indicated that the stent was being used in a stenosis case which is not recommended. The stent dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". The stent was returned in a deployed condition inside the lumen of the returned microcatheter. It was present near the proximal end of the microcatheter. It was not possible to remove the stent but the microcatheter was cut open to verify the presence of the stent. The stent was noted to be deformed during this inspection. The stent delivery wire (sdw) was also returned separately and was noted to be kinked/bent at several locations along its length. It was also broken/fractured towards the distal end and the broken distal section of wire was present inside the stent in the catheter lumen. The introducer sheath was also returned for analysis and the distal tip was significantly deformed. All parts of the returned device appeared to be corroded. In previous complaints from china this was associated with complaints which had been soaked in high concentration of disinfectant prior to being shipped back for analysis. The event description notes difficulty experienced when the stent was being advanced inside the microcatheter lumen. Although the available information indicates that the introducer sheath was correctly set up, it is possible that the distal tip opening of the sheath was deformed due to it being initially advanced too far distally inside the microcatheter hub. Following this it is also possible that the rhv may have been under-tightened. This would result in the introducer sheath moving proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that the stent would partially deploy into this gap. The user will then experience resistance while attempting to advance the stent once it has been delivered into the lumen of the catheter. This is one possible explanation regarding the analysis findings. An assignable cause of procedural factors has been assigned to the reported event of the stent difficult/unable to transfer and analyzed defects of the stent deployed prematurely during use, stent deformed, sdw broken/fractured during use, sdw kinked/bent and stent introducer sheath distal tip damaged as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.